Event description:
The manufacturer received information alleging black particles in tubing related to the bipap device's sound abatement foam. User reported strange odor; burning/smoke/electrical odor. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles in tubing related to the bipap device's sound abatement foam. There was no allegation of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown.